Event description:
It was reported that a patient¿s implantable neurostimulator (ins) was close to eos (end of service) when he was seen two months ago. The caller noted she could not remember the exact battery percentage at that time. It was reported that the patient was seen today because he had been feeling intermittent stimulation. It was stated that impedances were checked and electrode 0 was >4000 ohms. It was stated that the caller was able to program around electrode 0. It was stated that impedances on the other lead electrodes ¿looked to be within normal range¿. It was reported that the patient was programmed on contacts 5 and 7. It was stated that usually the patient kept his amplitude around 2v. It was reported that when the caller turned the ins on after reprogramming, the program was set to 0.3v and the patient was ¿jolted out of his seat¿. It was stated that the caller brought the amplitude down to resolve the problem. It was noted that the ins read as ¿low¿ battery today. It was stated that the healthcare professional (hcp) had decided to replace the entire system at battery changeout, which was scheduled for early (B)(6).

Manufacturer narrative:
Concomitant medical products: product ID: 7495lz51, serial# (B)(4), implanted: (B)(6) 2002, product type: extension. Product ID: 7495lz51, serial# (B)(4), implanted: (B)(6) 2002, product type: extension. Product ID: 3998, lot# la4402, implanted: (B)(6) 2002, product type: lead. Product ID: neu_unknown_lead, serial# unknown, product type: lead. (B)(4).